Event description:
Atrial fibrillation (af), far field r-wave (ffrw) over-sensing, ra under-sensing on stored egms. "¿u37887 or u38019¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).